Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. Upon reception, the transmitter is able to connect to devices normally. Review of the event log revealed that the transmitter was correctly paired to a device on the field with an alizea device (B)(6) and not a talentia. Considering these findings, no general malfunction is suspected with the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 27-january-2026, the device could not connect to a talentia.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, the device could not connect to a talentia.